Event description:
This was an interventional case. The patient was not obese and no calcification, tortuosity, or scarring was noted. The initial access puncture was satisfactory. According to the physician's account, no issues were noted during device deployment and hemostasis was achieved in 15 minutes. The patient was kept prone for 2 hours. When the patient sat up, a hematoma (approximately 100cc) developed, which was resolved via manual compression. The patient was held overnight for observation. The patient recovered without further sequelae and was discharged (B)(6) 2013.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.